Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a mssa infection of the driveline on (B)(6) 2018. The infection was cleared on (B)(6) 2018 with concern for lvas seeding. This was treated with lin removal cefazolin for 3 months and therafter ceftriaxone. The patient was seen in clinic again on (B)(6) 2019 and reported that they were interested in a trial of oral keflex suppression. The patient did well and their line was removed in (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.